Event description:
It was reported that the right ventricular [rv] lead had fractured insulation and low impedance. It was also reported that lead integrity alerts [lia] were triggered due to rv lead oversensing, noise and erratic impedance measurements. During the rv lead change out procedure, the atrial lead was damaged. The rv and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data was collected from the device and has been analyzed. Impedance - impedance/resistance decrease: weekly and daily pace lead impedance trend data show various spike decreases for min rv pace = 408 to 216 ohms min between 01-dec-2011 and 21-dec-2011. Sensing - interference/noise: ventricular short interval count v-sic=51.9 counts avg/day, in 41.8 days, between 02-nov-2011 16:48:22 and 14-dec-2011 12:07:22. Sensing - oversensing: 14 - vf<=210 ms average v-cycle between 06-nov-2011 12:11:51 and 07-dec-2011 19:51:02. Std review - lead integrity alert triggered: programmer data shows a lead integrity alert on 03-nov-2011 08:16:39.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - impedance/resistance decrease: weekly and daily pace lead impedance trend data show various spike decreases for min rv pace = 408 to 216 ohms min between (B)(6)-2011 and (B)(6)-2011. Sensing - interference/noise: ventricular short interval count v-sic=51.9 counts avg/day, in 41.8 days, between (B)(6)-2011 16:48:22 and (B)(6)-2011 12:07:22. Sensing - oversensing: 14 - vf<=210 ms average v-cycle between (B)(6)-2011 12:11:51 and (B)(6)-2011 19:51:02. Std review - lead integrity alert triggered: programmer data shows a lead integrity alert on (B)(6)-2011 08:16:39. (B)(4) the partial lead was returned in segments and was analyzed. The distal conductor was fractured, and had blood/body fluid present (not obstructed). The defib conductor was distorted and had fractured (overstress). Blood/body fluid was found on the outer tubing overlay, which was also breached cut and exhibited cosmetic environmental stress cracking. The outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. (B)(4) the full lead was returned and analyzed. The outer insulation was breached (clavicle-rib crush), and was breached cut and exhibited a cosmetic depression. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism.